Manufacturer narrative:
Further information was received that the device was in clinical use, providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The international service engineer replaced the power switch overlay to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.

Event description:
It was reported to philips by a customer that the unit had error 1105 post led failed. Based upon the information provided, it is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury was reported. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device and diagnostic report, the customer stated unit gave error code 1105 (alarm led failed). The customer has disconnected all power and replaced the power switch overlay and ui pcba. The rse informed the customer they should replace the pm board and provided the part number and price. Attempts to obtain further information are currently pending.

Manufacturer narrative:
The power switch overlay was replaced, but the issue was not resolved.the international service engineer replaced the power management board to resolve the reported issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported.